Event description:
It was reported that the patient underwent generator replacement surgery on (B)(6) 2014. Follow up revealed that the patient¿s generator was replaced prophylactically (ifi=no) and that the patient¿s generator was able to be communicated with without problem prior to replacement.

Event description:
Clinic notes were received for the vns patient¿s office visit on (B)(6) 2014. The notes indicate that the patient¿s device could not be interrogated. The neurologist stated that the battery may have been depleted. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Analysis of the explanted generator was completed. The pulse generator was interrogated at multiple orientations adjacent to the programming wand. The pulse generator was at a distance of one-inch (spacer block) from the programming wand. The pulse generator interrogated at all orientations. There were no performance or any other type of adverse conditions found with the pulse generator.